Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post op pain") and was found to have weight increased ("16 days post op down 15lbs"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, procedural pain and weight increased outcome was unknown. The reporter considered pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- pelvic pain, procedural pain , weight gain . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event weight loss was added. New reporter also added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post op pain") and was found to have weight increased ("16 days post op down 15lbs/ weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown and the weight increased was resolving. The reporter considered pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- pelvic pain, procedural pain , weight gain. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query. Event: weight gain outcome were updated to recovering. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("post op pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- pelvic pain, procedural pain no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.